Event description:
Over the course of the last few refills the clinician has noticed a pump volume discrepancy. There has been a volume discrepancy at the last refill which was 39% less than expected. The employee reported the pt has noticed over time that they feel as though intermittently they are getting too much medication. It was reported there is a significant amount of tissue between the pump and the skin surface. Multiple attempts to contact the hcp for more info have been unsuccessful.